Event description:
Information was received from a manufacturers representative regarding a patient receiving a dose of 0.9028mcg/day at a concentration of 5mcg/ml of prialt and a dose of 4.514mg/day at a concentration of 25mg/ml of dilaudid via an implantable infusion pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation and it was unknown if the patient had recently had an MRI, the rep did not believe they had. The log reported an active motor stall that occurred on (B)(6) 2016. No symptoms were reported. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was stated that it was unknown who initially reported the event to him. It was reported that the cause of the motor stall was unknown.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing and gear wheel number 3.

Manufacturer narrative:
The previously applied conclusion code (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.